Event description:
It was reported that the device infused 138.55ml, reservoir volume is 136.6ml, however 128.9ml remained in the cassette reservoir. Device settings: rate 3ml/hr; lock level 2, length of infusion 46 hrs. A cst was used to fill the cassette. The pump was used to prime the extension tubing. Per reporter they accidently pressed enter in ll2, and the reservoir volume went to 138ml which is the original it was set to before priming. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of the resvol reverting back to the original resvol is user error; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.